Event description:
It was reported by boston scientific that during preparation, the radial jaw 3 biopsy forceps jaws would not close. The physician completed the procedure with another of the same device with no patient complications and the patient is "fine".